Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to remove and inspect the cartridge, and upon finding that the cartridge o-ring was missing, they discarded the cartridge and filled a new one. After cleaning the pneumatic tap area as instructed, the customer successfully loaded a new cartridge on the pump and resumed insulin delivery.